Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. However, the insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 156 mg/dl. He stated that the insulin pump never delivers the full amount of insulin that he requested. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.